Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, episodes of non-sustained rv oversensing issue was observed on the ventricular channel. It was suspected there was possible myopotential oversensing issue. Programming changes were made. No further episodes of oversensing issue were observed. Patient was stable and will continue to be monitored with routine follow up.